Manufacturer narrative:
Device eval: the suspect device was returned for eval. The device was examined visually and the complaint was confirmed; the rotator was separated at the bond between the collar and the housing. Adhesive was present on the joint. The bond failed on one side of the collar and fractured on the other side. The device history record was reviewed with no related exceptions noted. The root cause of the malfunction was attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Device history record was reviewed.

Event description:
The complainant reported that during a procedure, the rotator of the suspect tubing broke. The incident occurred during injection at approx 800 psi.